Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v179760, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
The patient reports troubleshooting was needed for the patient programmer. Change battery screen on patient programmer occurred on (B)(6) 2015. Troubleshooting/interventions was already performed. The patient had changed the batteries. The patient only had rechargeable batteries on hand. The patient will purchase regular alkaline batteries and call back if this does not resolve the issue. Symptoms reported were loss of therapy and the patient "keeps wetting" in (B)(6) 2015. The change in therapy/symptoms was consider sudden. The patient called back later in the day and said her programmer now works but she sees the poor communication screen. It was noted that the patients ins (stimulator) was 6 years old. The patient was indicated for urinary dysfunction/sacral nerve stimulation. Additional information received from the patient reports the steps taken to resolve return of symptoms and seeing the poor communication screen was the patient visited the doctor to check the unit. The patient was having a new device installed by surgery on (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.